Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing high impedances. Surgical intervention was undertaken on (B)(6) 2023, where the extension was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The allegation is against 1 of 2 extensions; however, it is unknown which extension, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs lead extension, model: 6372, UDI: (B)(4), serial: (B)(4), batch: 7532888. Date of event is estimated.